Event description:
The facility rep reported depleted batteries during biomed testing. Details were not available regarding additional contact info. The hosp rep stated that there were no reports of pt injury or medical intervention. No additional info is available.